Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair/fiber on implant.

Event description:
Healthcare professional reported "human hair stuck to implant". Device was not implanted and has been discarded. No patient contact. Surgery was completed with a backup device.